Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation with 325cc mentor memorygel breast implant experienced bilateral rupture post procedure. The ruptures were discovered during the replacement surgery. The left prosthesis was replaced with a 400cc mentor memorygel breast implant and the right prosthesis was replaced with a 375cc mentor memorygel breast implant. See 1645337-2020-03228 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 5585556, and no non-conformances related to the reported complaint were identified. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: pc-000650774